Event description:
It was reported that the pump displayed error code "upstream occlusion". There was no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.